Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had a button error. Customer had donated the insulin pump to a young boy without going through the formal donation process. The boy jumped in a swimming pool with the device and now it reads button error. The boy's blood glucose was unknown. The boy and customer were advised of the proper donation process.